Event description:
It was reported that the eyelets on seven of the intermittent catheters were not cut or punched properly. Patient did not have the lot number or any samples to send.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. Device was not returned.